Event description:
The end of the catheter ends at 4, instead of 1 and is cut off at a sharp, fused closed angle instead of the usual rounded edge. No impact to patient care. Manufacturer response for suction catheter kit, 6 french suction catheter kit (per site reporter) sent cardinal an email requesting an RMA. Sample shipped via fedex.